Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the 90 cm cerebase da guide sheath (gs9090sd / 30391744) was used for access in an ischemic stroke (middle cerebral artery occlusion) procedure in the 75-year-old female patient with a medical history of dysarthria, left hemiplegia, and atrial fibrillation. The occlusion characteristics are as following: the clot was 18mm in length and a density of 57 units (hyperdense in CT). There was coiling of the proximal right common carotid artery and angled origin of the anonymous aortic arch artery. The device was introduced in an arrow® 8f 65cm sheath (teleflex) and positioned in the internal carotid by sliding on a sofia¿ 6f intermediate catheter (microvention) and a glidewire® .035 guidewire (terumo). Once the cerebase device was in place, the aspiration catheter was navigated distally to the site of the occlusion and aspiration of the thrombus was performed. During the retraction of the sofia into the cerebase, friction was encountered and it was not possible to extract the sofia device from the cerebase. As a result, the system (cerebase and sofia) was completely removed and once outside the patient, a kink was noted in the distal section of the cerebase. It was reported that the procedure was concluded and the recanalization completed without any interference with the procedure. Recanalization was achieved via thrombo-aspiration with the sofia 6f. The entire clot was successfully removed, there was no evidence of thromboembolism due to the reported withdraw difficulty. Adequate and continuous flush in the perfusion bag of 1000 ml of physiological saline and 2500 ui of heparin was maintained through the catheter. It was reported that prior to the reported withdraw difficulty, the sofia 6f, the glidewire® .035 guidewire, trevo® pro 18 microcatheter (stryker), and the transend¿ ex .014 platinum guidewire (stryker) were successfully used with the cerebase da guide sheath. There was no delay in the procedure. The procedure was considered successfully completed. There was no report of any patient adverse event or complication. The imaging included in the complaint underwent independent physician review on 09 march 2021. "There appears to be mild kinking of the mid-distal shaft of the cerebase da guide sheath. In the images provided there is a significant 180 degree turn of the common carotid artery that likely corresponds to the area of kinking noted in the cerebase da. The tortuosity of the vessel likely caused ovalization/kinking of the cerebase da which in turn limited retraction of the sofia aspiration catheter. The kinking of the catheter is likely due to the significant tortuosity of the vessel as well as the wire braid of the cerebase da in this region. Kinking of guide catheters/sheaths with a wire braid is a known issue. There were no clinical sequelae from this event." Physician name and date reviewed: (B)(6) mb, bs. 3/9/2021. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 90 cm cerebase da guide sheath was received contained in a pouch. Visual inspection was performed. The device was observed kinked at 25 inches and 31 inches. The tip was observed in a compressed condition. No other damages nor anomalies were noted during the visual inspection. Functional evaluation: the 90 cm cerebase da guide sheath was flushed using a lab sample syringe without any issue. There was no obstruction noted. After the device was flushed, a dilator was advanced through the cerebase da guide sheath, however, it became stuck at the kinked sections that were noted during the visual inspection, although there was no physical obstruction observed. This is likely related to the reported issue captured in the complaint. The issue with the dilator becoming stuck at the kinked sections also confirmed the observation made by the independent physician related to the imaging that was included in the complaint. The review noted that ¿there appears to be mild kinking of the mid-distal shaft of the cerebase da guide sheath.¿ a review of manufacturing documentation associated with this lot (30391744) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following precautions: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. If re-access to the vasculatures with the same device is desired, flush, and clean the inner lumen of the device by infusion. Inspect the device for any damage. Caution: do not use the device if any damage or irregularities are observed. If using as a primary access sheath with the dilator, flush and wet the dilator with saline. Insert the dilator and advance until the tapered distal tip is beyond the distal end of the cerebase da guide sheath. Close the hemostasis valve around the dilator. Exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. The complaint reported that the 90 cm cerebase da guide sheath was used for access in an ischemic stroke procedure with the target occlusion in the middle cerebral artery (mca). The device was introduced in an arrow® 8f 65cm sheath and positioned in the internal carotid by sliding on a sofia¿ 6f intermediate catheter and a glidewire® .035 guidewire. Once the cerebase device was in place, the aspiration catheter was navigated distally to the site of the occlusion and aspiration of the thrombus was performed. During the retraction of the sofia into the cerebase, friction was encountered and it was not possible to extract the sofia device from the cerebase. As a result, the system (cerebase and sofia) was completely removed and once outside the patient, a kink was noted in the distal section of the cerebase. The kink reported was confirmed during the visual analysis performed on the returned device. Functional analysis confirmed that in the areas where the kinks were observed, the dilator become stuck and could not be advanced even though there was no physical obstruction. The exact cause cannot be conclusively determined; the likely contributing causes are procedural and clinical factors such as device manipulation / interaction, aneurysm size / vessel characteristics, and device selection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06 july 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4)information regarding patient identifier was not provided.(B)(6)the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed.the imaging included in the complaint underwent independent physician review on 09 march 2021. "There appears to be mild kinking of the mid-distal shaft of the cerebase da guide sheath. In the images provided there is a significant 180 degree turn of the common carotid artery that likely corresponds to the area of kinking noted in the cerebase da. The tortuosity of the vessel likely caused ovalization/kinking of the cerebase da which in turn limited retraction of the sofia aspiration catheter. The kinking of the catheter is likely due to the significant tortuosity of the vessel as well as the wire braid of the cerebase da in this region. Kinking of guide catheters/sheaths with a wire braid is a known issue. There were no clinical sequelae from this event."physician name and date reviewed: (B)(6). 3/9/2021a review of manufacturing documentation associated with this lot (30391744) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The code ¿no findings available¿ code was used in investigation findings to indicate that the issue reported that during the retraction of the sofia into the cerebase, friction was encountered was not confirmed based on the imaging provided. The complaint device has not been received. Further investigation will be performed once the device is returned for analysis. This code corresponds with the ¿cause not established¿ code used in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 90 cm cerebase da guide sheath (gs9090sd / 30391744) was used for access in an ischemic stroke (middle cerebral artery occlusion) procedure in the (B)(6) year-old female patient with a medical history of dysarthria, left hemiplegia, and atrial fibrillation. The occlusion characteristics are as following: the clot was 18mm in length and a density of 57 units (hyperdense in CT). There was coiling of the proximal right common carotid artery and angled origin of the anonymous aortic arch artery. The device was introduced in an arrow® 8f 65cm sheath (teleflex) and positioned in the internal carotid by sliding on a sofia¿ 6f intermediate catheter (microvention) and a glidewire® .035 guidewire (terumo). Once the cerebase device was in place, the aspiration catheter was navigated distally to the site of the occlusion and aspiration of the thrombus was performed. During the retraction of the sofia into the cerebase, friction was encountered and it was not possible to extract the sofia device from the cerebase. As a result, the system (cerebase and sofia) was completely removed and once outside the patient, a kink was noted in the distal section of the cerebase. It was reported that the procedure was concluded and the recanalization completed without any interference with the procedure. Recanalization was achieved via thrombo-aspiration with the sofia 6f. The entire clot was successfully removed, there was no evidence of thromboembolism due to the reported withdraw difficulty. Adequate and continuous flush in the perfusion bag of 1000 ml of physiological saline and 2500 ui of heparin was maintained through the catheter. It was reported that prior to the reported withdraw difficulty, the sofia 6f, the glidewire® .035 guidewire, trevo® pro 18 microcatheter (stryker), and the transend¿ ex .014 platinum guidewire (stryker) were successfully used with the cerebase da guide sheath. There was no delay in the procedure. The procedure was considered successfully completed. There was no report of any patient adverse event or complication.imaging from the procedure was included in the complaint.